Event description:
It was reported that the patient presented in clinic with loss of capture from their atrial leadless pacemaker (lp). It was later determined the lp traveled to the left pulmonary artery. The lp was retrieved successfully. The patient was stable.